Manufacturer narrative:
The insulin pump was received with blank display due to interface board broken solder joint. The insulin pump was unable to verify battery out limit alarm due to blank display. The insulin pump was received without original battery, noted a corroded battery cap. The insulin pump was received with minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he changed the battery on the insulin pump and the display went blank. He inserted another battery and the screen returned but then it went blank again within 2 hours. He received a battery out limit alarm the second time the battery was changed. Customer stated that he cleaned the contacts on the battery cap and noticed some corrosion. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.